Manufacturer narrative:
The pump was received with a blank display due to a missing battery tube spring. Unable to confirm the off no power anomaly due to the blank display. The pump also had a corroded battery tube, cracked battery tube threads, a cracked belt clip slot, a cracked reservoir tube lip, a cracked case near the display window corners, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had no power even after battery change. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.